Event description:
There was a report of occurrence of a leak at the luer of a fluid warming infusion set. No pt injury or adverse event reported.

Manufacturer narrative:
Eval summary: sample was returned for eval. Visual examination of the part revealed cracking/crazing. This damage did result in the device failing leak testing.